Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The physician opted to remove the entire system and a new system was implanted. However, no further additional information was received that could confirm why the whole system was removed. The lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an x-ray was performed where it showed that there were no anomalies noted. The suture sleeve was tight tied to the lead for removal purposes. The lead tip was not returned for analysis. Portions of the returned lead appear to have heat damage. Analysis confirmed that the cathode conductor coil was fractured (discontinuous) and the insulation in the area was damaged. As there was no indication of an issue with this lead prior to explant, along with the related damage mentioned above, it appears that it was most likely damaged during the explant procedure.